Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "very thin patients - collagen may protrude from the skin after tamping has been completed. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised." The complaint could not be confirmed for collagen outside of the skin since the sample was not returned for evaluation. The IFU indicates that this can happen with thin patient's and provides instructions for how to address this situation. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Catalog number - unknown. Lot number - unknown. UDI - unknown due to unknown catalog number and lot number. Expiration date - unknown due to unknown catalog number and lot number. Implant date: implanted date: device was not implanted. Explant date: explanted date: device was not explanted. Device manufacture date - unknown due to unknown catalog number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient's diagnosis was hypovolemic shock due to digestive bleeding (diverticular hemorrhage). He had a history of coronary acute thrombocytopenic purpura (atp) and a pseudoaneurysm treated endovascularly in the left femoral artery. The procedure was started from the right femoral artery and an angio-seal was used due to the coagulopathy caused by the shock and the history of contralateral pseudoaneurysm. The device did not perform hemostasis, leaving the collagen plug to the outside. There was no patient injury/medical or surgical intervention required. The procedure ended successfully.